Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer received the alarm when she tried to fill the tubing. Customer has tried to reprime a few time and the issue continues. Customer stated that she is on the road and does not have any supplies with her. Customer does not have a plunger. Customer put the reservoir in the pump and tried to fill the tubing. Customer received a no delivery alarm. Customer stated that she does not have another infusion set for testing. Customer was advised to change the entire infusion set as soon as possible. No further assistance needed.